Event description:
The user facility reported that the involved radifocus wire was used during the procedure. The doctor was performing a percutaneous coronary intervention and had placed a stent over the run-through wire and then was getting ready to reposition the wire and felt that the wire was stuck in the vessel or in a plaque burden. As a result, he was trying to remove the wire and the end of the wire sheared off, another stent was placed to secure the wire fragment to the wall of the artery so it would not embolize. The patient was reported to be ok. The procedure outcome was successful. Additional information was received on 01oct2019. An additional stent was placed to jail the sheared off wire in the coronary artery. Under fluoroscopy, the sheared part of the wire was visualized in the coronary artery, the remaining wire was removed from the patient under visualization by the interventionist.